Event description:
This was a left-sided, cardiac lead removal procedure conducted in the operating room with arterial line placement, tee and fluoroscopy. The pt had a total of 3 leads (rv, ra, and cs), all of which were implanted in 2007. The md was lasing with a 14f sls ii, extracting the rv lead, when the pt's arterial blood pressure dropped and the tee showed a cardiac tamponade. The md immediately performed an emergent sternotomy, discovered and repaired a perforation in the rv. The patient was stabilized, transferred to the ICU and discharged home several days later. No devices were retained for return analysis and the hospital was unable to locate any device lot number from the (B)(4) 2010 case.